Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of the device activity logs indicate an alert was issued during pacing where the device detected and invalid impedance. However, there were no critical errors or signs of a device malfunction in the activiy logs. The device was put through extensive testing without duplicating the report. The multifunction cable used during the reported event was not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.